Event description:
Per the clinic, the patient experienced a performance decrement with vertigo and facial nerve stimulation due to migration of the electrode array. The device was explanted on (B)(6) 2015, and reimplanted with a new device during the same surgery.

Manufacturer narrative:
The report is filed (B)(6) 2015.